Event description:
The patient received a femoro-popliteal bypass using the gore propaten vascular graft on (B)(6) 2012. On (B)(6) 2012, the patient presented with a large painful left groin hematoma. The surgeon removed a large volume clot/hematoma from left groin site and reported the graft appeared disrupted. The surgeon removed the graft and replaced it with another gore propaten vascular graft, then amputated the patient's 3rd toe left foot.

Manufacturer narrative:
Review of the manufacturing records verified the lot met all specifications.